Event description:
It was reported the pt's device was replaced due to a third overdischarge. The pt's device was replaced and the pt was given instructions to recharge even if the device was not being used. The pt recovered without sequela.

Event description:
Additional information reported that since the patient only needed the therapy "every now and then" that she forgot to recharge the neurostimulator when it was off. The patient was reminded to recharge monthly with the new device. Additional information will be reported as it is received.

Manufacturer narrative:
Analysis of neursotimulator model 37711 serial# (B)(4) showed no significant anomalies. Visual inspection reported foreign material present in the connector ports and under the connector cover. Functional testing proved that telemetry was okay after physician mode recharge recovery. There was no output in the initial output test. The device did not synchronize up with patient programmer.

Manufacturer narrative:
(B)(4).